Event description:
During a procedure, after two attempts were made to detach the subject device with the power supply, when the pusher wire was retrieved, one third of the main coil was attached to it and was removed from the microcatheter. The other segment remained in the aneurysm. No migration of the remaining segment occurred. Two gdc 10-ultrasoft stretch resistant coils were deployed successfully before the incident occurred and two more were deployed after the incident. The patient was reported in good condition.